Event description:
Our affiliate reported backstops could not be applied during the arthroscopic meniscus refixation. Also the activator from the gun could not be executed.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received 1 omnispan applier and 2 omnispan fastener needles; the reported failure mode was investigated further upon receiving the returned devices. The 2 needles returned had both been deployed without suture or implants remaining, however 1 omnispan 12 degrees needle included the silicone tube while the other omnispan 12 degrees needle did not. Using an alternate set of omnispan fasteners and suture, each needle was able to be reassembled with the suture and implants, then deployed properly using an alternate applier without incident. Therefore, it can be determined that the needle component of 2 returned omnispan 12 degrees needles were not the root cause of this failure mode. Further, the omnispan applier was investigated. Both triggers (red and gray) were tested for functionality; both triggers functioned properly when pulled on their own without a needle attached to the device. It was observed that the lower pusher rod (actuated by the gray trigger) was bent. The bending of the lower push rod is synonymous with removing a needle from a jammed applier. This bend also made the applier unable to be loaded with a needle, therefore it was determined that this bending occurred while removing the needle following deployment of the implants. Thus, this bending occurred following the procedure and did not lead to the failure mode. In conclusion, there is nothing in the outcome of the evaluation of the 2 ancillary devices (applier and needle w/silicone tubing) that indicates any contribution to the subject device's silicone tubing falling into the body. In terms of the subject device, the omnispan 12 degrees needle missing the silicone tubing, the evaluation revealed that there was no silicone tubing attached, we cannot tell anything from this. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. It is possible that the inserter needle was over penetrated during deployment, causing the silicone retention tubing to bunch up and release from its location on the needle, or, possibly upon retracting the device from the body, the fat pad caught the silicone tubing pulling it off of the inserter needle. Outside of these hypothesis and considerations, we cannot determine any other root cause for the reported failure mode. This failure anomaly in general is being evaluated and studied by the quality engineering group. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that the surgeon experienced some difficulties with the use of the omnispan system during an arthroscopic meniscal repair. It appears that one of the fasteners that was attempting to be deployed had its' silicone retention tubing come off of the inserter needle and fall into the joint. The surgeon was able to easily remove the tubing, and the procedure was completed successfully without further issue or harm to the patient.